Event description:
Pump infused too quickly (emptied in 6 days instead of 7 days). Fill volume 203ml.

Manufacturer narrative:
Eval summary: the sample was not received for eval and investigation, but is expected. The info contained herein is based on the info provided by the initial reporter. The pt returned the pump to the pharmacy stating it had finished 24 hrs early. No adverse event occurred. Without the actual device, the investigation is limited to documentation and retained product. The directions for use indicate that a pump filled to a fill volume of 203 will run for approx 7.5 days. There is a flow rate accuracy of +/-15%. With this info, the pump appears to have run within the estimated timeframe. The device history record was reviewed for lot 742711, and all mfg operations were found to be within spec. A review of lot history found no other fast flow complaints for lot 742711. In addition, retain samples from lot 742711 were tested. The pumps were filled with normal saline solution to the nominal fill volume of 270 ml and a flow rate accuracy test was performed. The flow accuracy test results were found to be within spec. When add'l info that is pertinent to this event becomes avail, I-flow will submit a f/u report.